Manufacturer narrative:
The device was returned due safety advisory without identified device or use problem. The device was received with normal telemetry and output. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device longevity assessment found the device was operating above the elective replacement indicator (eri) voltage consistent with normal usage. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted prophylactically with no known malfunctions. Device interrogation revealed noise, failure to capture and fracture on the right ventricular (rv) lead. On (B)(6) 2024, physician elected to cap and replaced the rv lead. The patient was in stable condition.